Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced an event of bent cannula on (B)(6) 2026 and bent cannula was due to insertion into scar tissue. Blood glucose level was 270 mg/dl and patient was treated with insulin pump. No further information available.